Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to flattened dome switch. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had issues with the keypad on the insulin pump. The customer stated that when attempting to bolus, the up arrow button was unresponsive. The customer's blood glucose was 200 mg/dl. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.